Manufacturer narrative:
Device available for evaluation: product ID: 3889-33, lot#: va0rqwl, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their previous interstim 4 years ago worked well but symptoms returned and interrogation of the battery was not satisfying, therefore replaced on (B)(6) 2020. It was reported that it was obviously migrated inferiorly and likely this is why it was it was not as effective. X-ray was performed, lead was separated and exposed. Both lead and stimulator was implanted with no impendence issue. No further patient complications are anticipated or expected as a result of this event.